Manufacturer narrative:
(B)(4). The apollo catheter was returned for analysis without the detachable tip as it remains within the patient. The catheter was found to be bent at approximately 12.5 cm and 56.5 cm from the hub. The catheter could not be used for testing due to its damaged condition. No other abnormalities was found. The apollo catheter was returned for analysis without the guide catheter mentioned in the complaint description. Therefore, any contributing factors from the guide catheter could not be assessed. The reported guide catheter has an inner diameter (ID) of 0.043¿ which is smaller than recommended and it may have contributed to the reported resistance within the guidecatheter . Based on the device analysis the customer¿s reports of tip premature detachment was confirmed. The catheter was found to be damaged; however, the cause for the damages could not be determined. It is possible that the shaping of the microcatheter and the reported resistance during delivery may have contributed to the tip to detached in unintended location. All products are 100% inspected for damage and irregularities during manufacture. In this event, user error may contribute to the reported issues. As noted in the apollo instructions for use (IFU): "it is recommended that the apollo be used with an appropriately sized guiding catheter which allows adequate clearance (minimum internal diameter of 0.053¿ or 1.35mm)." Additionally, the IFU also provides adequate warnings, "do not steam shape the tip of the microcatheter. Steam shaping the catheter tip may cause damage to the detachment zone and unintended detachment."

Event description:
Medtronic received information that a detachable tip detached in unintended location. The patient was treated for a dural arteriovenous fistula (davf) with a staged embolization. The physician shaped the guidewire tip and steam shaped the apollo catheter tip prior to the procedure. During embolization procedure, the physician was navigating the apollo microcatheter up in the guide catheter and it folded over itself in the guide catheter. It was reported the physician did not realize this occurred and continued until he felt some resistance. When the resistance occurred the physician tried to pull the catheter back and the tip detached. The apollo at that time was about 10 cm out of the guide catheter. The tip remains in the patient, distal to the liquid embolization device. The tip remains in a location that is not flow limiting or obstructing any vessels and is staying put. The physician completed the procedure as planned with a flow directed microcatheter. No patient injury was reported as a result of this procedure. The patient is doing well.